Event description:
The positioner moved in the wrong direction or failed to stop. The behavior was attributed to a defective headset. It was not confirmed if the problem occurred during a clinical procedure. No adverse event was reported.